Event description:
Dhs plate was implanted and broke post-operatively.

Manufacturer narrative:
Actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications.